Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a patient received an alert for possible hv circuit damage. When the patient presented in-clinic, a capacitor maintenance test was performed and the alert did not re-appear. It was noted that the alert occurred on the same day the patient had an open heart surgery it most likely included cardioversion. A firmware download was performed and the alert was cleared. The device remains implanted.